Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. Additional information has been requested by phone, fax, and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The consumer was told by an "optician" that the astigmatism was "two steps" worse than prior to surgery. The consumer also reported that during a postoperative follow-up, the surgeon told him the measurements and location of the lens were correct. Additional information has been requested.